Manufacturer narrative:
On 02-dec-2016, an field service engineer (fse) conducted on-site follow-up with the customer to address the reported event. The fse reset the clot and impasse adjustments which returned the instrument to normal operation. The most probable cause of the reported event was due to incorrect clot adjustments. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2076 (cup pickup errors) with their aia-900 analyzer. The customer is unable to run bhcg, e2, prog, fsh, lhii, and prlpatient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, e2, prog, fsh, lhii, and prlpatient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.